Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex nexgen articular surface, catalog #: 00596204014, lot #: 62727436; lps-flex nexgen articular surface, catalog #: 00596204014, lot #: 62926865; lcck nexgen femoral, catalog #: 00599401692, lot #: 62639764; nexgen stem extension, catalog #: 00598801012, lot #: 63258515; nexgen stem extension, catalog #: 00598801013, lot #: 63215578; headless screw, catalog #: 00579104200, lot #: 63206483; headed screw, catalog #: 00579104100, lot #: 63036406; headed screw, catalog #: 00579104100, lot #: 63196755; thin osteotome blade, catalog #: 47998602121, lot #: 56574088; trabecular metal tibial cone, catalog #: 00545001346, lot #: 63266339. Report source - foreign: event occurred in (B)(6). It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00808, 0001822565-2019-00809, 0002648920-2019-00126, 0002648920-2019-00127, 0002648920-2019-00128, 0001822565-2019-00985, 0001822565-2019-00986, 0001822565-2019-00987, 0001822565-2019-00988, 0001822565-2019-00989. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient experienced strep g infection subsequent to cellulitis which began approximately four months post-implantation. Patient underwent a washout procedure with the polyethylene bearing exchanged. The infection continued and the patient underwent an arthroscopic washout procedure approximately one month later. Still, the infection continued; therefore, the patient underwent long-term antibiotic therapy utilizing vancomycin with no resolution of the infection. The patient subsequently underwent a washout procedure with revision of all implants and was implanted with antibiotic cement spacers.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.